Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and subjected to a laboratory bubble point test and an external leak test. No leaks, damage, or irregularities were identified on the returned sample. Specifically, there were no damaged fibers and the dialysate ports were not damaged. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was unable to confirm the reported event.

Event description:
A user facility senior clinical specialist reported a dialyzer blood leak. Upon follow-up, the senior clinical specialist stated saline was leaking from the hansen connectors during pre-treatment and prior to dialysate connection. There was no patient involvement or reported blood loss as the event occurred during pre-treatment. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility senior clinical specialist reported a dialyzer blood leak. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Event description:
A user facility senior clinical specialist reported a dialyzer blood leak. Upon follow-up, the senior clinical specialist stated saline was leaking from the hansen connectors during pre-treatment and prior to dialysate connection. There was no patient involvement or reported blood loss as the event occurred during pre-treatment. The sample was available to be returned for evaluation.

Manufacturer narrative:
Additional information: a1, b5 correction: b7, h6, clinical code section, h6 health effect impact code, h6 device component code.